Manufacturer narrative:
Visual inspection revealed a few minor scratches on the exterior of the returned device. Functional evaluation revealed the subject controller performed as intended and exhibited no functionality issues. All of the ablation and coagulation voltage output readings were within specified ranges when the subject controller was tested. However, the main board inside the returned controller did over heat to the extent the returned controller was hot to the touch and did emit a burning smell while operating under normal conditions. The complaint is verified and the root cause was determined to be electrical component failure. Potential factors which could have contributed to the reported event includes: 1. An intermittent power surge to the subject controller, 2. A short on the main board, 3. An issue with one or more of the heat sinks on the board inside the subject controller. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that an electrical/burning smell was coming from the unit. Additional information received 06/21/17 indicates that the controller became hot to the touch and emitted smoke. The procedure was completed using a back-up device. No delay or patient/user injury.